Event description:
It was reported the rotaflow pump stopped while on a pt. The knob would not initiate flow. The cursor plate had to be turned counter clockwise to engage the knob to initiate flow. The cursor was loose and spun freely. The unit had to be hand cranked to be primed. Once the unit was started it flowed from multiple hours. Upon transfer to another facility the drive cable was disconnected and the flow went to dashes and the cursor plate had to be rotated counterclockwise to initiate flow. Hand-cranking was initiated for 30 minutes. No reported pt effect. (B)(4). Ref MFR report#: 8010762-2014-00243.